Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The suspect device has been returned to olympus for evaluation and the olympus service center could not confirm the user's event of an e224 error message but they did discover no image would display on the monitor due to a faulty cable. In addition, the evaluation found a dent on the metal pins on the video scope connector and a faded label on the rear monitor. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the image did not display due to a communication failure caused by a faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. Even though the device evaluation could not replicate the e224 error message, it is likely this error occurred temporarily due to the communication failure caused by the cable failure. The following information is stated in the instructions for use (IFU) which may have prevented the event: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the autoclavable camera head had a communication error code e224 (unable to recognize a subject). The issue was found during preparation for use in an unspecified procedure. There were no reports of patient harm, and no delay in procedure.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.